Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this patient was implanted with a dual chamber pacemaker, a right atrial (ra) lead, and a right ventricular (rv) lead. The ra lead was successfully positioned in the atrial appendage and the rv lead was successfully positioned on the rv septum. No issues were noted during the implant procedure and the helix was visible after 8-9 turns of the helix mechanism and the coil was released appropriately. A chest x-ray was performed the one day post-implant, and then the patient was released from the hospital. The patient arrived to the emergency room ten days later for cardiac tamponade due to a lead perforation. A thoracotomy was performed to treat the patient. No additional adverse patient effects were reported. It is unknown which lead caused the perforation. At this time, the system remains implanted and in service. Further communications were conducted between a boston scientific medical safety representative and the physician. The physician stated that he did not experience any handling issue or anomalies with the lead during the implant procedure. The physician felt that the lead design was the cause of the perforation. The physician submitted additional x-rays and videos taken during the implant procedure to have reviewed by our medical advisors.

Manufacturer narrative:
Our records indicate that the leads still remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
At a later date, the x-rays and fluoroscopy videos obtained during the implant procedure were received and reviewed by boston scientific medical safety. Initial review of the chest x-ray and brief fluoroscopy of both the ra and rv lead at implant were normal. There was nothing unusual captured. The rv lead is very high in the septum and does appear to have a slight kink in the lead body. No other anomalies were noted.